Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient did not like the location of the ipg due to it was rubbing against the pants. The patient underwent an ipg repositioning procedure and doing well postoperatively. No device malfunction was suspected.